Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is unresponsive it was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is unresponsive and will not pass calibration. Customer is not reporting any damage or residue on the touchscreen. The rse advised the customer to order and replace the v60 touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.